Event description:
It was reported, that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 110 mg/dl. Reportedly, customer reached out to primary care physician for backup insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.